Event description:
It was reported that the video system center displayed and error e226 scope communication error and the 4k processor was not working. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.